Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the stapler did not fire, the handle returned to the open position following the first full squeeze of the handle and the reload was unable to load. The customer tried to load a 30mm loading unit in a 45mm stapler device and understood the mistake. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.